Event description:
It was reported via repair work order that the bed was not lowering fully due to burn in limits. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.